Event description:
This report is based on information provided by philips field service engineer (fse) and the site biomed has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that it has error, ¿incorrect battery test." The fse evaluated the device on site. The problem is the battery needs to be replaced. A battery was obtained from another device on site. A new battery was put on order to philips. The equipment is operational and meets the manufacturer's specifications. There is no further action at this time. Based on the information available and the testing conducted a battery is needed. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If additional information is received the complaint file will be reopened.